Event description:
After a month of implantation, it was reported that this pacemaker was explanted for a possible pocket infection.

Event description:
After a month of implantation, it was reported that this pacemaker was explanted for a possible pocket infection.

Manufacturer narrative:
(B)(4), 2010. A response from the manufacturer is pending. (B)(4), 2011. Since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. Device was not returned.